Event description:
Journal article received: whats new in orthopaedic trauma, journal of bone and joint surgery, series a. 2009 aug 01; 91(8):2055-2066. Authors: andrew h. Schmidt, md; a. Alex jahangir, md. The article summarizes advances in orthopaedic traumatology by reviewing articles from the past year. One study was a retrospective review of 31 cases of intramedullary nail fixation of the clavicle with a titanium elastic nail inserted through the medial aspect of the clavicle. This study had a 100 percent union rate. There was a protrusion of the nail in 7 cases requiring shortening of the nail in five patients. Open reduction was required in half of the patients and the nails were removed from 29 patients. It is unknown if these were synthes devices. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis add'l info: this report is on 7 unknown titanium elastic nails PMA: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.